Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has attempted to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed, and no contamination was found under any button contacts. The pump case was removed and no internal moisture or defects were found.